Manufacturer narrative:
(B)(4)

Event description:
It was reported that "stented lad, lost side branch- attempted to wire side branch with twin pass. Wired side branch successfully, removed twin pass, then noticed 11mm of the tip was broken off, wired distal lad balloon pulled loose tip back into guide, re-sheathed and removed successfully. No changes to vitals throughout. There was no reported patient harm or health consequence."

Manufacturer narrative:
(B)(4). The customer report of device tip separation was able to be confirmed by visual inspection of the customer supplied photos. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. As per the additional information received, the lad was stented, but the side branch was lost. The twin-pass was used to wire the side branch successfully. Upon removal the twin-pass tip was noticed broken off. The catheter was prepped and flushed without any issues. 11mm of the tip was separated. The lumen locked onto the guidewire with no resistance. There was no structural damage to the lumen. There was no harm to the patient, and the twin-pass catheter and tip were entirely removed from the vessel. It's possible the twin pass was caught on the stent and separated upon removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "stented lad, lost side branch- attempted to wire side branch with twin pass. Wired side branch successfully, removed twin pass, then noticed 11mm of the tip was broken off, wired distal lad balloon pulled loose tip back into guide, re-sheathed and removed successfully. No changes to vitals throughout. There was no reported patient harm or health consequence."